Event description:
It was reported that the (ECG) electrocardiogram port on the programmer had a bad signal, despite new leads. The programmer has been returned for repair. No patient complications have been reported as a result of this event. Follow up indicated that it occurred as soon as any patient was connected. It was an ongoing issue. The user tried getting new leads a few times then gave up. Other technicians had the same problem.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event that the unit had a problem with the ECG port. The link electronic module (lem) circuit board was replaced and calibrated as a preventive measure. It was also noted that the system fan and power supply fan were noisy. (B)(4).